Event description:
The bilateral rods of pedicle screw system came loose and disengaged from tulip head of the 8.2mm iliac screws. The cause of event is not known. Pt is asymptomatic. However, surgeon anticipates that revision surgery will be necessary. Note: medical intervention has not yet occurred.